Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided from the analysis.

Event description:
It was reported that this right ventricular lead was explanted due to dislodgment. No additional adverse patient effects were reported.

Manufacturer narrative:
The product analysis was concluded. The dislodgement allegation was not confirmed. The lead tip appeared normal. Body tissue was observed on helix. Helix extended. Lead resistances measured normal. X-ray showed no fractures and the crimp sleeve showed no problems.

Event description:
It was reported that this right ventricular lead was explanted due to dislodgment. No additional adverse patient effects were reported.